Event description:
Health care facility reported that a patient had developed fungemia during a trial of tegaderm chg dressing. The facility reported that after a thorough and extensive investigation, they identified a 'break' in the appropriate care and maintenance of the sterile IV line. Therefore, the facility has excluded the dressing as a factor of the fungemia, as the fungemia was likely due to a result of the lapse in technique during a line manipulation.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.